Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Performed an I&d with tibial insert exchange on a left infected knee originally done approximately 5 years ago, a triathlon cs knee. No allegations made against the implants. Update 22/february/2022: rep provided the revision usage sheet and confirmed that no further information will be released due to hospital policy.